Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a high scan of 12.9 mmol/l on the abbott diabetes care (adc) device compared to a healthcare professional (hcp) meter result of 1 mmol/l. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The length of sensor wear was 1 day. When the results were plotted on a parkes error grid, fell into the "e" zone showing the difference in values to be clinically significant. The customer experienced symptoms describe as ¿sweating, being confused." A non-healthcare professional (non-hcp) provided some cookies and later called an ambulance. The paramedics checked the customer's blood pressure, temperature and blood glucose levels; 14.1 mmol/l on the adc device compared to 2.3 mmol/l on an hcp meter. The customer had contact with a healthcare professional who provided an unspecified tablet for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.